Manufacturer narrative:
Please reference medwatch 2032227-2015-01442. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were experiencing high blood glucose readings. The customer's blood glucose was 425 mg/dl. It was also stated that the customer received a sensor alert. The sensor glucose reading was 55 mg/dl and the blood glucose was 181 mg/dl. The customer treated the high blood glucose readings and they began to go down. Nothing further reported.